Event description:
A falsely depressed urine protein result of 1 mg/dl was obtained on a pt sample. The result was reported to the physician who questioned the result. The original sample was retested and a result of 45 mg/dl was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed urine protein result. Analysis of the instrument indicates that intermittent discrepancy result was due to system malfunction.

Manufacturer narrative:
No further eval of the device is required. Analysis of instrument indicates that intermittent discrepancy result was due to system malfunction. A siemens healthcare diagnostics inc. Field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.